Manufacturer narrative:
(B)(4). Concomitant medical products:terumo sheath. (B)(6). Complaint conclusion: during use of a 0.072¿ 6f 4 lbt adroit guiding catheter and a 0.072 6f ar2 lbt guiding catheter, it was reported that they were not compatible with the terumo sheaths. This occurred prior to use on the patient. There was no report of patient injury. After further investigation, the account reported that the device looked ¿cracked¿ when it was unpackaged. The devices were stored, handled and prepped according to the instructions for use (IFU). There weren¿t any other damages or anomalies noted to the packaging or devices prior to use. The procedure was completed successfully with another adroit device. The products were not returned for analysis. Review of lot 17026513 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the products instructions for use, users are cautioned to not use open or damaged packages or products. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
During use of a 0.072 6f 4 lbt adroit guiding catheter and a 0.072 6f ar2 lbt guiding catheter, it was reported that they were not compatible with the terumo sheaths. This occurred prior to use on the patient. There was no report of patient injury. The devices were discarded and will not be returned for analysis. Addendum ((B)(4) 2015): additional information was received indicating that the device looked a bit "cracked" when it was unpackaged. The devices were stored, handled and prepped according to the IFU. There weren't any other damages or anomalies noted to the packaging or devices prior to use. A 6f terumo sheath introducer was used. The procedure was completed successfully with another adroit device.